Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the transfer set and titanium adapter. There was a gap noted between the titanium adaptor and the patient adapter. When found, the physician replaced the titanium adaptor with a new one to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing which included leak testing, clear passage testing and clamp function testing was also performed with no issues noted. Connection testing and dimensional inspections was also performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.